Event description:
It was reported that while performing revision surgery, on a previous l4-l5 lumbar fusion surgery, the surgeon attempted to remove all previously implanted hardware. The screws at l4 came out simply, however when attempting to remove both l5 screws, they discovered both screws were broken. These broken screws were not detected on x-rays prior to surgery, and were not the primary reason for performing revision surgery. The remaining part of the screw in the pedicle and continued our case, which was an l3-4 fusion.

Manufacturer narrative:
The investigation revealed that the lot number a91615 was the lot with the issue instead of a83390, which was intially reported. Method: device history review, complaint history review; risk assessment. Results: the xia lp polyaxial screw was confirmed to have fractured via visual inspection of the returned device. A likely cause of the breakage may be due to the force that was being applied to the screw, and/or the fatigue of the material. However, the mentioned cause could not be confirmed. Conclusion: the root cause of the fracture could not be determined. The failure is likely multifactorial.

Event description:
It was reported that while performing revision surgery, on a previous l4-l5 lumbar fusion surgery, the surgeon attempted to remove all previously implanted hardware. The screws at l4 came out simply, however when attempting to remove both l5 screws, they discovered both screws were broken. These broken screws were not detected on x-rays prior to surgery, and were not the primary reason for performing revision surgery. The remaining part of the screw in the pedicle and continued our case, which was an l3-4 fusion.